Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert the guide wire and lumen too small could not be confirmed as the returned device was backloaded a proxy 0.036 inch guide wire with no resistance noted. A conclusive cause for the reported difficult to insert and lumen too small could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the guide wire could not go through the proglide device lumen; it was not possible to backload as the lumen was too small. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.